Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, during implantation surgery 3 electrode channels were left extra-cochlear. It was observed during a follow up session that in situ testing showed other 4 electrode channels with status high, leaving only 5 functional channels. A re-implantation has been considered although a date has not been set upon.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Patient has also been re-implanted with a shorter electrode type. This is a final report.

Event description:
Reportedly, during implantation surgery 3 electrode channels were left extra-cochlear. It was observed during a follow up session that in-situ testing showed other 4 electrode channels with status high, leaving only 5 functional channels. No accident was reported.